Manufacturer narrative:
Patient information was unavailable from the site. Device UDI number unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The reported issue occurred pre-operatively. It was reported that the navigation system could not load images. An error 16 was shown. To complete the procedure despite this issue, the site had to rescan the patient. It was noted that the patient exams were coming from outside the hospital. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the suspected cause of the reported event was the imaging protocol. However, the site refused to provide the patient (B)(6).